Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately 26 months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the patient was lost to follow-up and presented to the hospital due to a fall. A CT scan was done and revealed a distal type I endoleak was present. A talent 46x42 thoracic stent graft was implanted the next day and successfully resolved the distal type I endoleak. The cause of the distal type I endoleak was due to disease progression. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Disease progression. Conclusion: disease progression.